Event description:
The customer reported that the operator noted when loading the set and doing a visual check of the set that there was a 'tear' in the plastic tubing coming from the cone. Pt info is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was returned for eval. A 1 mm tear in line to the narrow end of the chamber, 5 cm from the chamber was observed. It has the appearance of having been cut or snagged by something. Investigation eval and corrective actions are in-process. A f/u report will be provided.